Manufacturer narrative:
This report is for an unknown screws: locking/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent the removal of fns surgery. During the surgery, the surgeon had difficulty in removing the locking screw in question. The surgeon used the screwdriver shaft, but he stopped using it because he thought that the screwdriver shaft seemed to be broken. The surgeon used another unknown screwdriver shaft, but he could not turn the screw at all. The surgeon attached an insert to a plate, and he used the screwdriver shaft, which was the first one, and he could remove the screw. The surgery was delayed by less than 30 minutes. The surgeon commented that the strength of the screwdriver shaft was too weak. No further information is available. Patient status/ outcome is stable. Concomitant device reported: unk plates (part#: unknown; lot#: unknown; quantity# 1). This complaint involves two (2) devices. This report is for one (1) unk screws: locking. This report is 2 of 2 for (B)(4).